Event description:
Boston scientific received information that this right atrial (ra) lead showed evidence of a conductor fracture at the site of the suture sleeve, and the fractured end moved into the superior vena cava. A surgical procedure will be performed at a later date, and the lead will be replaced. Since the patient didn't notice any symptom, the procedure may not be performed immediately. No adverse patient effects were reported.

Event description:
Boston scientific received additional information that the lead revision was performed. An attempt was made to snare the two parts of broken lead, but only one end could be retrieved. A competitive lead was implanted with a new device. No further adverse patient effects were reported.

Manufacturer narrative:
The explanted portion of lead was returned and is undergoing detailed laboratory analysis to determine the cause of the fracture. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a middle segment of lead measuring 155 mm was evaluated. The suture sleeve was tied down on the segment at 142 mm to 155 mm. The conductor coils were deformed near the proximal end, and the coils were fractured near the distal end. Due to the condition of the lead segment, no further testing was performed. Laboratory analysis confirmed the reported field observations. This fracture on this lead segment is consistent with a fatigue fracture near the suture sleeve tie down area.

Manufacturer narrative:
No additional information is available at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.